Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump drive support cap is loose out of the bottom of the device and not recessed into the unit. Customer's blood glucose was 58 mg/dl at the time of incident and 114mg/dl at the time of the call. Customer indicated that 58mg/dl was low for them but declined to troubleshoot for this. Troubleshooting found that the customer's doctor recently changed their pump settings. Customer also indicated that the infusion sets would not adhere and came off. Customer was advised on proper insertion, taping and site techniques. Customer was advised to monitor the pump and call back if any further issues.